Manufacturer narrative:
H3 & h6 investigation results indicate that the most probable root cause of the cartridge break is as a result of issues with the handpiece (B)(6). The td ost shaft broke between the link and the bottom bearing in the associated handpiece. The quality investigation is complete.

Event description:
It was reported that during a total knee arthroplasty that two precision blades broke at the contact point of the precision saw. It was further reported that there was a short delay to get a new blade. It was also reported that there were no adverse consequences and that the procedure was completed successfully. This report is for the second blade that broke.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee arthroplasty that two precision blades broke at the contact point of the precision saw. It was further reported that there was a short delay to get a new blade. It was also reported that there were no adverse consequences and that the procedure was completed successfully. This report is for the second blade that broke.